Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An (B)(6) year old male patient's physician contacted zoll customer support to report that the pt was treated. The lifevest delivered a 150j treatment at 04:15:04. The rhythm at the time of the treatment was sinus tachycardia (110 bpm) with first degree avg and a tall p wave. The post-shock rhythm was a sinus rhythm (90 bpm). Double-counting of the patient's rhythm contributed to the false detection. The response buttons were not used during the event. The pt was conscious during the event, bud didn't hear the alarms. The pt has mild dementia. The pt remained at home after the treatment.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor (B)(4): 07/2011. Electrode belt (B)(4): 09/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.